Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (unable to perform incoming testing) has been confirmed. Upon investigation, the monitor was unable to detect a simulated arrhythmia. The cause for the failure was isolated to the monitor's electrode belt receptacle. The belt receptacle pulse wire connecting to j4 connector on the defibrillator pca was open. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported not being able to perform incoming testing.